Manufacturer narrative:
Device monitored for several days. Device received with all operating currents within specification and passed functional testing including the rewind, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected low battery alarm anomalies noted. No unexpected off no power anomalies noted. Device communicated properly and recorded the 129 mg/dl value properly from glucose meter. No unexpected motor arm failed self-test alarm anomalies noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump and meter has not communicated ever since they got it. Blood glucose level at the time of the incident was 50 something mg/dl and 30 mg/dl shortly before the call because they have not eaten. Customer completed troubleshooting for pump and meter connection. Self-test was performed and passed. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Pump monitored for several days. Unit received with all operating currents within specification and passed functional testing including the rewind, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected low battery alarm anomalies noted. No unexpected off no power anomalies noted. Unit communicated properly and recorded the 129 mg/dl value properly from glucose meter. No unexpected rf pic failed selftest alarm anomalies noted.